Event description:
Reportedly this valve was explanted due to no central coaptation and stiffened leaflets. The doctor initially closed the heart, however he felt the valve wasnt working correctly and explanted after the ete showed central insufficiency. No further information provided.